Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 975391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastalgia, infection mrsa, pre-eclampsia, vaginal disorder, vulval burning sensation, bacterial vaginosis, irritability, feeling sad, stress, blood in stool, genitourinary chlamydia infection, pap smear abnormal, high cholesterol, breast abscess, cholecystectomy, c-section and smell alteration. Previously administered products included for vaginosis: tindamax on (B)(6) 2011. Concurrent conditions included vaginal odor, anogenital warts, genital herpes simplex, paratubal cyst, itching, hsv infection, vaginal itching, venereal disease nos, vaginal irritation, anemic, hypertension, muscle cramps, menses irregular, fatigue, abdominal pain and menstruation abnormal. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2012 for postpartum depression, fluconazole (diflucan) since (B)(6) 2013 for vulvovaginal candidiasis as well as erythromycin (errin) from (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection, migraine, headache, vaginal discharge and back pain had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2012, five coils were visualized on the left and 2-3 coils were visualized on the right. There was some difficulty passing the right ceil through the scope but it appeared normal once visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: there are bilateral essure devices. The essure device on the right appears to be distally positioned relative to the ostium but no filling of the right fallopian tube occurred. The left essure device is within the cornu_ no opacification of the left fallopian tube. The uterine cavity appears normal. Pathology test - on (B)(6) 2016: 8 week size uterus, normal ovaries and tubes bilaterally, normal liver edge, gall bladder surgically absent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, dyspareunia, depression and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 975391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastalgia, infection (B)(6), pre-eclampsia, vaginal disorder, vulval burning sensation, bacterial vaginosis, irritability, feeling sad, stress, blood in stool, genitourinary chlamydia infection, pap smear abnormal, high cholesterol, breast abscess, cholecystectomy, c-section and smell alteration. Previously administered products included for vaginosis: tindamax on (B)(6) 2011. Concurrent conditions included vaginal odor, anogenital warts, genital herpes simplex, paratubal cyst, itching, hsv infection, vaginal itching, venereal disease nos, vaginal irritation, anemic, hypertension, cramp, menses irregular, fatigue, abdominal pain and menstruation abnormal. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2012 for postpartum depression, fluconazole (diflucan) since (B)(6) 2013 for vulvovaginal candidiasis as well as erythromycin (errin) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal infection, migraine, headache, vaginal discharge and back pain had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2012, five coils were visualized on the left and 2-3 coils were visualized on the right. There was some difficulty passing the right coil through the scope but it appeared normal once visualized in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: there are bilateral essure devices. The essure device on the right appears to be distally positioned relative to the ostium but no filling of the right fallopian tube occurred. The left essure device is within the cornu_ no opacification of the left fallopian tube. The uterine cavity appears normal.. Pathology test - on (B)(6) 2016: 8 week size uterus, normal ovaries and tubes bilaterally, normal liver edge, gall bladder surgically absent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, dyspareunia, depression and back pain. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and medical record was received. This case became incident. Previously reported event "injury to herself" was replaced with new events in pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection: vaginal, migraines, headaches, pelvic pain, vaginal discharge and back pain. Lot number added. Patient¿s demographic detail¿s added, reporters information, patient details, medical history and lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.